Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision anatomical tsr dr (B)(6), (B)(6) private hospital (B)(6) 2018. Primary performed by a different surgeon, (B)(6) 2008. Patient complained of 12 months of mild shoulder pain. Shoulder arthroscopy performed 2 weeks ago & glenoid noted to be loose. Pathology notes increased crp & staph. Infection. Surgeon removed glenoid, head and then stem with taper attached, as stem was loose. Synovial tissue & glenoid component sent off by surgeon to be cultured. Implanting new stem, taper and head.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.